Event description:
It was reported that the physician has dissatisfaction with medtronic's implantable cardioverter defibrillator (ICD) and premature depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.